Event description:
Healthcare professionally additionally reported crease/folding of implant, malposition, and clarified rupture was actually gel bleed. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified deformation, wear abrasion, yellow particles, green particles mold like appearance in device outer surface, creases, and cloudiness/voids in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no observed openings on the device or issues related with the complaint (rupture). Reason for reoperation: granuloma and gel bleed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side ¿rupture¿, ¿intranodal silicone in the internal mammary nodes", "nodes likely reflecting intranodal silicone granulomata¿. Device remains implanted.